Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient has their menstrual cycle and feels like they aren't emptying their completely. Patient had issues with their controller so they were assisted with how to adjust stimulation. No further patient complications have been reported as a result of this event.